Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. The erroneous result was not reported to the physician(s). The sample was repeated for co2_c on the same analyzer, recovering lower. The lower result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls recovered within acceptable ranges at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the cdp (dilution wash pump) tubing, rebuilt the vacuum pump, and cleared the wud (reaction tray washer) pipe. In a subsequent visit, the cse rebuilt vacuum pump and also replaced the cdev (reaction tray wash unit drain valve). Quality controls (qc) recovered acceptably after service intervention. The cause of the event is consistent with instrument related factors. The analyzer is performing according to specifications. No further evaluation of this device is required.